Manufacturer narrative:
The customer complaint of a broken finger latch on the autopulse lithium ion battery (B)(4) was confirmed during visual inspection. The nature of the complaint does not warrant further testing. The root cause was due to mishandling of the device. The autopulse lithium ion battery is a reusable device and was manufactured in 2015.

Event description:
As reported, the finger latch on the battery (B)(4) is broken. It is not known whether the issue was discovered while the battery was in the autopulse multi chemistry charger or autopulse platform. There is no known patient consequence reported.